Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a left retrograde ureteropyelogram and stent removal procedure, the user inserted the device through the lumen; injected dye and took x-rays. Upon retrieving the device through the cystoscope lumen, the catheter tore in half, with half of the device remaining within the patient. The user was able to retrieve the remaining half with graspers. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history, drawings, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The visual examination of the returned device noted the device was separated into two separate pieces. Under magnification, it appeared to be a fairly clean break between the two catheter pieces, with some slight stretching at the end of the separation. The distal whistle tip was smashed. Quality control wires the catheter and verifies the tip to be round and smooth at a frequency of 100%. Proper position, sideport walls, shape and appearance is also verified. There is no evidence to suggest that the product was not manufactured to specifications. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During a left retrograde ureteropyelogram and stent removal procedure, the user inserted the device through the lumen; injected dye and took x-rays. Upon retrieving the device through the cystoscope lumen, the catheter tore in half, with half of the device remaining within the patient. The user was able to retrieve the remaining half with graspers. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.